Event description:
It is reported by the nurse that during a procedure they attached the nail adapter, the nail holding screw and the nail but the nail was turned to 180. This has been noticed after the nail was implanted. The surgeon tried to assemble all components to place the nail in the right position, but failed. The components jammed. Therefore, the nail has been implanted without the targeting device.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The evaluation revealed the nail, nail adapter and nail holding screw (nhs) to be primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. Regarding 180° distorted nail: the nail and nail handle connection profiles make possible to assemble the nail to the nail adapter 180° distorted; the drill would pass the different proximal locking holes of the nail. The anatomy of the tibia/knee and the design of the tibia nail do not allow wrong nail insertion. To prevent a wrong nail assembling the correct nail position is laser marked on the nail handle¿s rod. Furthermore the correct nail position is visualized in the operative technique. Therefore the issue is attributed to a user error. No non-conformity identified.

Event description:
It is reported by the nurse that during a procedure they attached the nail adapter, the nail holding screw and the nail but the nail was turned to 180. This has been noticed after the nail was implanted. The surgeon tried to assemble all components to place the nail in the right position, but failed. The components jammed. Therefore, the nail has been implanted without the targeting device.